Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) over 900mg/dl with vomiting associated with being unable to prime the pump. The patient was reportedly diagnosed with diabetic ketoacidosis and was treated with insulin via injection and ¿dialysis¿. The patient initially discontinued the pump but was discharged from the hospital on (B)(6) 2016 and resumed with the same pump. The reporter noted that the patient¿s healthcare provider had made adjustments to the insulin on board, bolus, and basal settings associated with the alleged incident. During troubleshooting, the user was able to complete rewind, load, and prime steps appropriately without any issues; no defects were found with the pump. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error of the pump.